Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, motor error and off no power alert. The customer¿s blood glucose level was unknown. The customer reported that they had recurring motor error, unexplained no delivery alarms, had to press down arrow button harder for pump to register and the insulin pump had shut off without warning once or twice. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limited alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).